Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and a constant limp. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, elevated ion levels, dislocation issues, and vertical cup. Records are available for further review. Dor: (B)(6) 2013 patient demographics added.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.